Event description:
This lead was returned with oos documentation from biotronik representative. Per oos, this lead exhibited intermittent oversensing. This lead had a poor position and high thresholds. The device is at eri indication prematurely. Per rep, the physician feels that the lead is at fault not the device. This lead was replaced with a linox td 65/16.